Manufacturer narrative:
A device history record (DHR) review was performed and was found complete.

Event description:
It was reported that a patient presented to the intensive care unit with ventricular tachycardia (vt) storm. Review of the transmissions revealed long charge time. Device interrogation the following day revealed slow capacitor maintenance and capacitor maintenance time out. The vt storm was intermittently self-terminating, converted by the implantable cardioverter defibrillator, and requiring external defibrillation. There were no changes or interventions reported. The patient condition was unstable.